Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found in specification. The customer reported upstream occlusion was not reproduced during evaluation. A review of the event history log identified upstream occlusion. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no patient involvement. No additional information is available.